Event description:
Alleged the brakes are holding, but the bed slipped on the floor causing a nurse to slip and fall on a pt. The facility stated, a pt was in the bed and no injury was reported.

Manufacturer narrative:
The facility indicates, they will clean the caster tires to repair the bed.